Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. The indicated blood glucose (bg) of below 70 mg/dl but greater than 40 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the pump¿s black box history showed that the last basal delivery and bolus delivery were on (B)(6) 2015. The total daily dose delivery totals correctly reflected the user¿s programmed basal rates. A delivery accuracy test was performed and the pup was found to be delivering within the required range and delivering accurately. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.